Event description:
Lap chole - "surgeon was using clip applier for lap chole. Clip applier was fired around duct. First clip (second of case as one had been test fired) did not crease at middle of the clip. It affixed to the edge of the duct very loosely in a "j" shape. The clip was removed and a new clip was placed. Although surgeon squeezed handle to handle, the clip did not close fully and bile was leaking from duct. Surgeon then added another clip. When clipping the artery, one of the firings resulted in a closed clip around vessel and 2nd clip that fell into abdomen."

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.